Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics (dose, route, frequency, and duration) for peritonitis. The patient was discharged from the hospital five days after being admitted. At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.